Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and urethral hypermobility. The patient experienced infection, bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and ams bioarc were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and ams apogee with intepro was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient had fascial suburethral sling, vaginal intraperitoneal colpopexy, vaginal perivaginal repair, insertion of fascia into the anterior vagina, bioarc mesh from the anterior vagina, rectocele repair, insertion of fascia into the posterior vagina, removal of vaginal mesh, foreign body kit from the posterior vagina, cystoscopy with hydrodistention, and insertion of suprapubic catheter on (B)(6) 2014 due to vaginal foreign body mesh and anterior and posterior vaginal cystocele, rectocele, enterocele, urethral hypermobility, sui, interstitial cystitis and dyspareunia. (B)(4).